Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via telephone call that the blood glucose had been running high. The blood glucose reading was 374 mg/dl. The customer did not feel well enough to troubleshoot and was advised to change the set, reservoir, and insulin and treat per a health care professionals instruction. The customer called back and reported a high blood glucose of 579 mg/dl and treated with manual injection. The customer was advised to contact a health care professional for instruction. The customer called to complete troubleshooting and the blood glucose was brought down to 432 mg/dl. The time and date was correct and the basal and bolus settings were programmed correctly. The customer reported that there had been no delivery alarms in the past but none occurred during the high blood glucose incidents. The bolus history displayed all of the entries based on the customer's recollection. The customer was advised to call back with a tubing clamp available to perform the high pressure test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.